Event description:
Boston scientific received information that this patients competitor right ventricular (rv) lead was believed to be failing. There was noise, oversensing, pacing inhibition for greater than two seconds of asystole. Additionally, there were multiple inappropriate anti-tachycardia pacing (atp) events and inappropriate shocks. As a result the lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The device was subsequently explanted following the death of this patient due to other cardiac issues. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.